Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced decreased blood pressure and pericardial effusion treated with pericardiocentesis. The procedure was aborted and the patient was taken to the intensive care unit (ICU). The report indicated that after radiofrequency (rf) energy was delivered with a thermocool smarttouch sf catheter; while pacing, they noticed patient blood pressure decreased. The patient was administered pressers, and after burning, the ultrasound technician was called to check. The ultrasound technician performed an echo which discovered the pericardial effusion. The effusion was confirmed by intracardiac echocardiography (ice), and the medical intervention provided was a pericardiocentesis. The procedure was aborted. The patient¿s last known status was stable, awake and taken to the ICU. After placing the catheters for the electrophysiology (ep) study, they performed pacing maneuvers and there was difficulty getting the thresholds on the right ventricle (rv). They were moving (maneuvering) the catheters around a lot. They continued the study, diagnosed an atrioventricular nodal reentrant tachycardia (avnrt) and they burned the slow pathway. They believed the webster quadrapolar catheter may have been the cause.